Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to place the pump into storage mode and return it using a pre-paid label. The customer acknowledged and understood the instructions and will contact their healthcare provider for backup therapy as none is currently available.